Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a fracture was noted at flange of PICC. Bleeding noted from PICC linogram shower no fracture however PICC started bleeding again on further investigation fracture noted at flange of PICC, i.e. Saline noted to be coming from flange when the PICC is being flushed. PICC removed from patient.